Event description:
The report from the journal article indicated that: a pt with a history of inferior ischemia underwent a procedure to the rca with 90% stenosis. Pt received a 2.75x33mm cypher stent after predilation. Per report, secondary prevention was optimized. Six months later angiography revealed in-stent restenosis (isr) within the cypher. This was predilated with a cutting balloon and stented with a 3.0 by 28 mm taxus. Angiography at eight months revealed very tight isr in the taxus. Per report, the implantation of a taxus stent to treat isr within a cypher failed to prevent recurrent isr.